Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and suture was used to secure the mesh. The patient was given routine preventative antibiotics. The patient developed severe peritonitis and was admitted to the ccu. An infection was found in the abdominal cavity, eight days after surgery. The patient underwent a re-operation. The peritoneal cavity was washed and the patient was closed and connected to drainage. Currently, the patient remains in the ccu, but the patient's condition is stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.